Event description:
New information received notes that the device was reprogrammed.

Event description:
It was reported the patient presented in clinic after receiving inappropriate atp and hv therapy for svt. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.